Event description:
It was reported that during central processing, the single port monopolar curved scissors instrument's tip was broken. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the single port monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument¿s distal end components were inspected and found to have no broken parts. An in-house mcs tip accessory was installed onto the instruments tube adapter with no issues. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was found to have scratch marks/abrasions on the instrument¿s tube adapter. There was no material missing as a result. Scratch marks/abrasions typically occur during installation or removal of the mcs tip accessory. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.